Event description:
A peritoneal dialysis (pd) nurse reported the patient experienced some nausea and diarrhea and went to the hospital on (B)(6) 2014. An ultrasound was done and a kidney cyst was found. Not related to cycler. The patient was sent home the next day and was to follow up with his urologist.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.